Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had slight leaking from port 2. The issue was identified during fluid delivery at the pharmacy. There was no patient involvement. No additional information is available.